Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number 72200616s was received on february 08, 2017 and confirmed to be serial number (B)(4). Complaint of overheating was confirmed. Mdu failed functional testing with motor stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox assembly. The motor/gearbox could not be removed from the housing due to the excessive corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about december 03, 2015. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the svc repl,mdu, hand cntrl, pwrmx overheated. This occurred during the procedure. A backup device was available and used to complete the procedure. No delays or patient injuries were reported